Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the numbers on the display scrolled during a bolus. The customer changed the battery and received a battery out limit alarm. The blood glucose reading was 112 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.